Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay was performing within specifications. A review of the specificity data provided by the customer indicated a calculated specificity of 99.82% with a lower 95% confidence limit of 99.66%, which is consistent with the specificity stated in the product's method sheet for low-risk patients. Quality control data from the customer site was within acceptable limits. The customer was advised to follow the confirmatory testing procedures outlined in the method sheet, including retesting initially reactive samples in duplicate and confirming repeatedly reactive samples using cdc-recommended algorithms. The investigation was closed as the customer allegation could not be substantiated, and no product performance issue outside of specifications was identified.

Event description:
The initial reporter alleged false positive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer reported a total of eight false positive results from 4,600 determinations conducted between (B)(6) 2021 and (B)(6) 2022. Testing was performed on two separate lines, with 2,114 tests conducted on one line and 2,486 tests conducted on the labor and delivery/ob line. The last false positive result occurred on (B)(6) 2022, and the customer retained the sample. The customer compared the results to those obtained using the ortho vitros and abbott legacy architect systems.